Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was not returned as reported. Lot number 0646268d was returned in place of the originally reported lot number 0646272d. Therefore, the failure mode could not be confirmed. The inspection of the monopolar handle lot number 0646268d confirms insulation damage (crack) at the distal end of the shaft. Probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. In sum, the reported unit was not returned and failure mode could not be confirmed, but the failure mode was confirmed on returned lot number 0646268d.

Event description:
It was reported that the insulation has been compromised.